Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
It was reported that a user experienced a hyperglycemic event, which required hospitalization and treatment after being transported by ambulance. The user reported extremely high glucose levels, with sensor readings indicating "hi" and blood glucose estimated between 800-900 mg/dl, confirmed by fingerstick measurements. Alerts for high glucose were triggered on both the mobile device and transmitter, which functioned as expected. There was no system malfunction involved in the event. The user's healthcare provider was aware of the incident, and the issue was resolved during the hospital stay, with the user reporting feeling well afterward.